Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed in the evaluation of the returned pump. The pump was returned with the percutaneous lead (driveline) cut approximately 1.5¿ from the pump housing and the severed portion of driveline was returned in two pieces, a 5.5¿ piece and a 25¿ distal end portion. A clamshell repair had been previously installed to correct a separation of the silicone sleeve. Tape was also covering a hole in the silastic sleeve, in the area of the distal end bend relief. Continuity testing on the returned portions of driveline revealed no shorts or discontinuities. The bionate and shielding were removed to examine the underlying wires, and no insulation breaches or damage were found. The sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed a denatured thrombus ring situated on the inlet section of the rotor. The thrombus ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. A flat, non-laminated thrombus formation was present in between two of the rotor blades. The thrombus formation was not adhered to the rotor or stator blades, but areas of the formation were hard and denatured, indicating that it was in the device while it was in operation. Origins of the thrombus formation could not be determined. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus formations. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. The instructions for use list thrombus as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline¿ and the heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previous admission and treatment for thrombus was reported under medwatch MFR report# 2916596-2018-03155. Approximate age of device - 4 years, 3 months. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient received a pump exchange for suspected pump thrombosis. In (B)(6) 2018 the patient had been previously admitted and treated for thrombus with heparin and tpa and discharged home.